Manufacturer narrative:
Date of report: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was getting shocked even when stimulation was off ever since the patient walked into an electrical fence and was holding onto a metal pole. It was noted that the patient also felt tingles and random painful shocks in the body after a reprogramming. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.